Event description:
Company representative reported a delayed pseudomeningocele following a cranial surgery in which duraseal was used. The pseudomeningocele occurred approx. 4 weeks post-op. Discussion with the surgeon revealed the duraseal had been used liberally as a space filler. No other information was obtained.

Manufacturer narrative:
A pseudomeningocele was reported following a cranial procedure in which duraseal was used. Under the application section of the duraseal instructions for use (IFU), it states the duraseal should be applied in a thin layer: "continue applying the hydrogel until a thin (1-2mm) coating is formed." The duraseal IFU also states: "the duraseal dural sealant system is intended for use as an adjunct to sutured dural repair during cranial surgery to provide watertight closure." The IFU further cites the incidence of csf leaks in the clinical study: "the incidence of post-op csf leaks in this study was 4.5%. Of these 1.8% were incisional and 2.7% were pseudomeningoceles."